Event description:
It was reported that the device was found to be in backup vvi mode before removal from its packaging. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of device reset was confirmed via review of the device image. A watch dog error caused the device to enter backup mode. The cause of the watch dog error could not be determined.